Manufacturer narrative:
The reported event involving the atp therapy delivery not reaching the minimum burst cycle length (bcl) value has been confirmed. Analysis determined that the long ventricular rate intervals and programmed parameters were not reaching the minimum burst cycle length. The device was behaving per programmed settings no malfunction noted.

Event description:
It was reported that the patient presented in clinic due to arrhythmia. Device interrogation revealed failure to convert rhythm on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.